Manufacturer narrative:
The vitamin d reagent lot number was 76721005, with an expiration date of 30-sep-2024. For the last calibration performed on 26-jun-2024, imprecision was observed in the calibration signals. The signals were slightly lower than expected, but the calibration did not influence the issue. A general reagent issue can be ruled out as controls were acceptable. Isolated non-reproducible results do not represent a general malfunction of the assay. The field service engineer observed a leaking sipper probe. Adjustments were performed and the probe liquid level detection was checked. Syringe seals were replaced and the sipper probe seals were replaced. The pinch tubing was replaced. Performance testing and calibrations were carried out. Test runs were performed and the proper functioning of the device was confirmed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys vitamin d total iii on a cobas e411 disk. No questionable results were reported outside of the laboratory. The first sample initially resulted in a vitamin d value of 104 ng/ml and it repeated as 55 ng/ml. The second sample initially resulted in a vitamin d value of 75 ng/ml and it repeated as 33 ng/ml.

Manufacturer narrative:
The investigation could not identify a product problem. The issue was resolved after the performance of the service actions. D4 catalog number and UDI were corrected.